Event description:
There was no pt involved in this event. The device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in 10/2010 and that it had performed to specification up to (B)(6) 2012. The info obtained from this device showed evidence that the device had been stored outside the recommended storage conditions ((B)(4)). There was also evidence to show that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continuing consistently up to (B)(6) 2012. Investigation found no fault with the device or any components of the device. The device switching itself on is a known symptom of a damaged or faulty membrane. In this event, it is probable that the exposure of the device to temperatures below the recommended storage conditions may have damaged the membrane, which affected the device, causing it to switch on automatically, resulting in the premature depletion of pad pak (lot 727). Pad pak (lot 727) had a use until date of 09/2013, but became depleted on (B)(6) 2012. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.